Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this right ventricular (rv) lead was scheduled for a lead explant and reimplantation as this rv lead exhibited a pace impedance measurements of 200 ohms post left ventricular assist device (lvad) was implanted. This patient no longer required a biventricular system due to the lvad being implanted, so the cardiac resynchronization therapy defibrillator (crt-d) system was explanted and a new implantable cardioverter defibrillator (ICD) was implanted solely with a new different rv lead. No additional adverse patient effects were reported.